Manufacturer narrative:
E1: initial reporter phone: (B)(6). E1: initial reporter facility: (B)(6). Device evaluated by MFR: the samurai guidewire was returned for analysis. It was confirmed that the hemispherical part of the distal wire tip (about 0.3mm range from the tip of the wire) was missing. The missing tip hemispherical part was not returned. A small bend at about 4mm from the distal tip of the wire and a gentle bend at about 27mm from the distal tip were also observed. No other abnormalities were observed.

Event description:
Reportable based on device analysis completed on 03-nov-2023. It was reported that crossing difficulties occurred. The target lesion is located in the left circumflex artery. A 190cm, straight-tip samurai guidewire failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed that distal tip detachment occurred.

Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request. E1: initial reporter phone: (B)(6). E1: initial reporter facility: (B)(6) hospital. Device evaluated by MFR: the samurai guidewire was returned for analysis. It was confirmed that the hemispherical part of the distal wire tip (about 0.3mm range from the tip of the wire) was missing. The missing tip hemispherical part was not returned. A small bend at about 4mm from the distal tip of the wire and a gentle bend at about 27mm from the distal tip were also observed. No other abnormalities were observed.

Event description:
Reportable based on device analysis completed on 03-nov-2023. It was reported that crossing difficulties occurred. The target lesion is located in the left circumflex artery. A 190cm, straight-tip samurai guidewire failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed that distal tip detachment occurred.